Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, communication issue between insulin pump and transmitter. The customer also reported sensor updating alert, possible under delivery anomaly and no alerts from insulin pump. The customer reported blood glucose value of 400 mg/dl and the hyperglycemic event treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-7040a, mmt-1884l, mmt-864a, mmt-7841zn. Troubleshooting was performed for hyperglycemic event. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was not performed for communication issue and there is no indication whether the issue was resolved or not. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-1884l, mmt-864a, mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.